Event description:
Revision surgery was performed about 1 year after primary due to stem loosening. The surgeon revised the stem and head with competitor implants and revised the dm medacta liner with a dm medacta liner.

Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 2002910:(B)(4) items manufactured and released on 10-july-2020. Expiration date: 2025-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.